Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided clinical notes. Notes states observed gingival recession and notching along gingival margins of select posterior teeth, consistent with improper occlusal forces (bite disease).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.